Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with insulin pump. Recently the customer tried using the insulin pump and had a blank display. Customer tried several batteries and display did not return. Customer inserted a new battery and it would not turn on. The customer's blood glucose was 136mg/dl. Advised customer to revert to back up plan, until the replacement battery cap arrives. Also, advise to call back if issue continues after the battery cap has been replaced.